Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician threw a mesh leg through the patient's right sacrospinous ligament, then experienced trouble pulling the plastic sheath off of the mesh leg, even though one side of the leader loop had been successfully cut. The sheath "kept ripping and wouldn't come out." A "little piece" of the sheath detached and was captured inside the hemostat. The physician stated that the mesh legs could have been crossed, but he is not sure. The physician was eventually successful in pulling the rest of the sheath from the mesh assembly and sutured the mesh into the sacrospinous ligament using a teleflex stand-alone capio suture to complete the procedure, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.